Manufacturer narrative:
Correction- h8 updated to indicate initial use of device. H10 this event has been previously reported in MFR 2955842-2025-29756. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that the damage was identified after washing, before sterilization. The instrument was inspected for damage prior to reprocessing. They said, per review of logs, this instrument was last used during a radical tonsillectomy procedure on (B)(6) 2025 on system sp0096. During the last surgery, the instrument was inspected before use. The tip was not broken off of the tube adapter, there was not any damage or missing parts on the tube adapter, there were not any scratch marks. They believe the plastic piece is from the accessory tip.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The 6mm monopolar cautery instrument was analyzed and found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken pieces were returned and are still attached to the instrument. The complaint regarding tip is broken and plastic sheath is stuck on the tip was confirmed by failure analysis. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use.

Event description:
It was reported that during central processing, the user noticed that the tip of the monopolar cautery instrument was broken and a plastic piece was stuck on the tip. There were no reports of patient involvement or injuries.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar cautery instrument was analyzed and found the instrument tube adapter appears to be broken. The detached fragment code has been added as there appears to be a piece missing from the tube adapter that measures approximately 4.00mm x 1.35mm. The fragment appears to be missing from the shoulder of the tube adapter. The instrument's electrical contacts were inspected and there did not appear to be any missing material, and the contacts appeared to be nominal.. The complaint regarding the tip is broken plastic sheath is stuck on tip was confirmed by failure analysis. H10 updated to include MFR report number 2955842-2025-29756.

Event description:
Refer to h11 for follow-up information.